Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and appears to be related to the use of the device. One 50 cm guidewire and a piv catheter with a green hub were returned for investigation. The guidewire was returned within the catheter. Microscopic observation of the distal end of the guidewire revealed a knot with the wire. Residual use material was present around the knotted section. The outer diameter of the guidewire was measured and found to be within specification. The distal end of the catheter was deformed and appeared to have been caused by forceful retraction of the guidewire knot. The knot in the guidewire was likely caused due to repeated advancement and retraction of the guidewire against resistance; therefore, the complaint is confirmed. A lot history review (lhr) of reds2454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire knotted while trying to insert a PICC line, which made it extremely difficult to try and retrieve/remove the wire from the patient's arm. (B)(6) 2019: addt'l information: it was stated by nurse "placed in rue basilic vein-occupancy (25%) arm circumference 28 cm. When vein appeared to be accessed the wire wouldn't advance freely past a certain point in the upper arm several centimeters past the seldinger needle tip. When wire was attempted to be withdrawn with needle as a unit wire stopped withdrawing with needle with approximately .75 inch still in patient. Attempted to pull several time unsuccessfully. I coiled wire and placed a dressing over it and paged dr. From ir for assistance. Dr. Returned page and instructed to just pull a little harder or could try slipping a catheter over wire to attempt to straighten wire and assist with guidewire retraction. I then removed dressing cleaned with chlorahexidine and slipped a 18g piv catheter over wire into arm which cleared that path and wire came out clean. End of wire noted to have knot in it but all parts of wire were out of patients arm. Patient tolerated all procedure well." Pt harm was reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire knotted while trying to insert a PICC line, which made it extremely difficult to try and retrieve/remove the wire from the patient's arm. (B)(6) 2019: addt'l information: it was stated by nurse "placed in rue basilic vein-occupancy (25%) arm circumference 28 cm. When vein appeared to be accessed the wire wouldn't advance freely past a certain point in the upper arm several centimeters past the seldinger needle tip. When wire was attempted to be withdrawn with needle as a unit wire stopped withdrawing with needle with approximately .75 inch still in patient. Attempted to pull several time unsuccessfully. I coiled wire and placed a dressing over it and paged dr. From ir for assistance. Dr. Returned page and instructed to just pull a little harder or could try slipping a catheter over wire to attempt to straighten wire and assist with guidewire retraction. I then removed dressing cleaned with chlorahexidine and slipped a 18g piv catheter over wire into arm which cleared that path and wire came out clean. End of wire noted to have knot in it but all parts of wire were out of patients arm. Patient tolerated all procedure well." Pt harm was reported.